Manufacturer narrative:
The device was received with the shuttle cartridge disengaged from the handle. The advancer tube was found inside the shuttle cartridge. Visual inspection of the catheter shaft revealed that the proximal tamp lock was dislodged and abutting the distal tamp lock. The proximal tamp lock of the returned device was dislodged prohibiting the advancer tube from properly engaging to the tamp lock, resulting in failure to deploy. Based on the provided information and the investigation performed, the cause for the tamp lock detachment is bond failure at the polyimide shaft. The review of the lhr (f1521505) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the cardiologist shuttled the handle down to deploy the sealant and when the cardiologist retrieved the procedural sheath back to the black grip handle, the white tamp tube (advancer tube) was not visible. The sealant did not deploy. The balloon was deflated and manual pressure was held for 30 minutes or less. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure because the tamp tube was not visible after attempting to deploy the sealant and retrieving the procedural sheath back to grip the handle. The sealant did not deploy. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. Procedure type: diagnostic peripheral vessel size: 6 mm sheath size: 5f stick location: medium.